Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "2nd button top row defective" was reproduced. Evaluation inspected the device and found that the 2nd soft key was not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's top row 2nd button was defective found during testing in the biomedical service department. There was no patient involvement. No additional information is available.